Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (batch no: a45111, a20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (on (B)(6) 2005, on (B)(6) 2012), neck strain, fibromyalgia and asthma. Current weight 200 lbs. Concurrent conditions included numbness of upper extremities, menstruation abnormal, chlamydial infection, sexually transmitted disease, ovarian cyst, morbid obesity, depression, anxiety, herpes simplex type ii, pseudotumor cerebri, iron deficiency anemia, breast mass, uterine fibroid, dizziness, general body pain, peripheral swelling, vomiting, nabothian cyst, involutional melancholia, lightheadedness, shortness of breath, chest pain, cervicalgia, increased urinary frequency and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for contraception as well as allopurinol (elavil), azithromycin, diphenhydramine, escitalopram, fentanyl, ferrous sulfate, gabapentin, gabapentin (neurontin), hydrocodone; paracetamol (acetaminophen; hydrocodone), hydroxyzine, ketorolac, midazolam, nalbuphine, ondansetron, paracetamol (acetaminophen), propofol, salbutamol (albuterol hfa), sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes/ hormonal changes describe: unknown") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2017, the patient experienced psychological trauma ("psych injury/psychological problems"), migraine ("migraine") and nervous system disorder ("neuro condit/prob"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), neck pain ("neck pain"), back pain ("back pain") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with surgery (dilatation and currettage,hysteroscopy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, nervous system disorder, weight increased, vaginal haemorrhage, neck pain, back pain and reproductive tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neck pain, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, general abdominal bleeding, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, neuro condit/prob and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Imaging procedure: on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test: on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: neck pain, migraine, vaginal discharge, metrorrhagia lot number: a20053, manufacture date: 2012-06, expiration date: 2015-06. Lot number: a45111, manufacture date: 2012-08, expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no: a45111, a20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (on (B)(6) 2005, on (B)(6) 2012), neck strain, fibromyalgia, asthma and uterine bleeding. Current weight 200 lbs. Concurrent conditions included numbness of upper extremities, menstruation abnormal, chlamydial infection, sexually transmitted disease, ovarian cyst, morbid obesity, depression, anxiety, herpes simplex type ii, pseudotumor cerebri, iron deficiency anemia, breast mass, uterine fibroid, dizziness, general body pain, peripheral swelling, vomiting, nabothian cyst, involutional melancholia, lightheadedness, shortness of breath, chest pain, cervicalgia, increased urinary frequency and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera) since on (B)(6) 2012 for contraception as well as allopurinol (elavil), azithromycin, diphenhydramine, escitalopram, fentanyl, ferrous sulfate, gabapentin, gabapentin (neurontin), hydrocodone; paracetamol (acetaminophen; hydrocodone), hydroxyzine, ketorolac, midazolam, nalbuphine, ondansetron, paracetamol (acetaminophen), propofol, salbutamol (albuterol hfa), sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / excesive cramping"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia) / abnormal menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("stillbirth / miscarriage"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes / hormonal changes describe: unknown") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced migraine ("migraine"), idiopathic intracranial hypertension ("neuro condit / prob-pseudotumor cerebri") and anxiety ("psych injury/ psychological problems / anxiety"). On (B)(6) 2018, the patient experienced panic attack ("psych injury / psychological problems / panic attacks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), neck pain ("neck pain"), back pain ("back pain"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, idiopathic intracranial hypertension, weight increased, vaginal haemorrhage, neck pain, back pain, reproductive tract disorder, vulvovaginal mycotic infection, anxiety and panic attack outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, idiopathic intracranial hypertension, menorrhagia, metrorrhagia, migraine, neck pain, panic attack, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, general abdominal bleeding, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, neuro condit/prob and weight gain. Plaintiff is scheduled for partial hysterectomy on (B)(6) 2020. Discrepancy noted in date of birth on (B)(6) 1984 and on (B)(6) 1985. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Imaging procedure: on (B)(6) 2013: essure confirmation test(s) (unspecified) total bilateral occlusion. Pregnancy test: on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one / ones were described in patients medical record confirming: neck pain, migraine, vaginal discharge, metrorrhagia. Lot number: a20053, manufacture date: 2012-06, expiration date: 2015-06. Lot number: a45111, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: plaintiff fact sheet received: event ¿rep-yeast infection (pt- fungal infection)¿ updated to pt- vulvovaginal mycotic infection. Event ¿psychological trauma¿ replaced with ¿anxiety, panic attack¿. Severity of back pain and neck pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A45111, a20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6) 2005, (B)(6) 2012), neck strain, fibromyalgia, asthma and uterine bleeding. Current weight 200 lbs. Concurrent conditions included numbness of upper extremities, menstruation abnormal, chlamydial infection, sexually transmitted disease, ovarian cyst, morbid obesity, depression, anxiety, herpes simplex type ii, pseudotumor cerebri, iron deficiency anemia, breast mass, uterine fibroid, dizziness, general body pain, peripheral swelling, vomiting, nabothian cyst, involutional melancholia, lightheadedness, shortness of breath, chest pain, cervicalgia, increased urinary frequency and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for contraception as well as allopurinol (elavil), azithromycin, diphenhydramine, escitalopram, fentanyl, ferrous sulfate, gabapentin, gabapentin (neurontin), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydroxyzine, ketorolac, midazolam, nalbuphine, ondansetron, paracetamol (acetaminophen), propofol, salbutamol (albuterol hfa), sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In march 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("stillbirth/miscarriage"). In august 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes/ hormonal changes describe: unknown") and weight increased ("weight gain"). In august 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In march 2017, the patient experienced psychological trauma ("psych injury/psychological problems"), migraine ("migraine") and idiopathic intracranial hypertension ("neuro condit/prob-pseudotumor cerebri"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), neck pain ("neck pain"), back pain ("back pain"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition") and fungal infection ("yeast infection"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and scheduled date: (B)(6) 2020 for hysterectomy.). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, idiopathic intracranial hypertension, weight increased, vaginal haemorrhage, neck pain, back pain, reproductive tract disorder and fungal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hormone level abnormal, idiopathic intracranial hypertension, menorrhagia, metrorrhagia, migraine, neck pain, pelvic pain, pregnancy with contraceptive device, psychological trauma, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, general abdominal bleeding, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, neuro condit/prob and weight gain. Plaintiff is scheduled for partial hysterectomy on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: neck pain, migraine, vaginal discharge, metrorrhagia lot number: a20053 manufacture date: 2012-06 expiration date: 2015-06 . Lot number: a45111 manufacture date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- yeast infection was added.pt of the event neurological disorder was updated into pseudotumor cerebri, reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (batch no. A45111, a20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2005, (B)(6) 2012), neck strain, fibromyalgia and asthma. Current weight (B)(6). Concurrent conditions included numbness of upper extremities, menstruation abnormal, chlamydial infection, sexually transmitted disease, ovarian cyst, morbid obesity, depression, anxiety, herpes simplex type ii, pseudotumor, iron deficiency anemia, breast mass, uterine fibroid, dizziness, chronic pain, peripheral swelling, vomiting, nabothian cyst, involutional melancholia, lightheadedness, shortness of breath, chest pain, cervicalgia, increased urinary frequency and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for contraception as well as allopurinol (elavil), azithromycin, diphenhydramine, escitalopram, fentanyl, ferrous sulfate, gabapentin, gabapentin (neurontin), hydrocodone, hydroxyzine, ketorolac, midazolam, nalbuphine, ondansetron, paracetamol (acetaminophen), propofol, salbutamol (albuterol hfa), sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes/ hormonal changes describe: unknown") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced psychological trauma ("psych injury/psychological problems"), migraine ("migraine") and nervous system disorder ("neuro condit/prob"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), neck pain ("neck pain"), back pain ("back pain") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with surgery (dilatation and curettage,hysteroscopy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, nervous system disorder, weight increased, vaginal haemorrhage, neck pain, back pain and reproductive tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neck pain, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, general abdominal bleeding, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, neuro condit/prob and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: neck pain, migraine, vaginal discharge, metrorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs & mr received: lot number and events onset date were added. New events reproductive tract disorder, vaginal bleeding, back pain and neck pain were added. Reporters, lab data, medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.